Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the inner shaft of an extraction screwdriver broke at the thread on the distal tip. The breakage was detected during cleaning process. No patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The provided lot number (7380381) is associated with the extraction screwdriver as a whole (part 352.311). The broken piece is from the inner shaft (part 03.613.004). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the complained screwdriver shows that the threaded tip of the inner shaft is broken off due to mechanical overloading during use. We suppose that too much applied mechanical force (movement sideways) may have caused the breakage (not according op-instruction). The inner shaft can be ordered as spare part 03.613.004 to complete this instrument for further use. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.